Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and seroma-late.

Event description:
Healthcare professional reported a left side deflation, late seroma, and removal from textured to smooth due to concern with the product, and "upon explant 100cc's of 'bloody fluid' was discovered." Device has been explanted.

Event description:
Healthcare professional reported a left side deflation, late seroma, and removal from textured to smooth due to concern with the product, and "upon explant 100cc's of 'bloody fluid' was discovered." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ calcification: observed. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported a left side deflation, late seroma, and removal from textured to smooth due to concern with the product, and "upon explant 100cc's of 'bloody fluid' was discovered." Device has been explanted.